Event description:
Per the clinic, the patient underwent an abutment removal procedure under general anesthesia on (B)(6) 2026, due to lack of benefit which leads to device non-use. The internal fixture remains.